Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump experienced absence of no delivery alarm. It was reported that insulin pump was not delivering insulin and did not receive an alarm during bolus. Customer changed battery, reservoir and infusion set. Customer's blood glucose was 415 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was returned for power error alarm 25, detailed trace analysis had confirmed power error alarm 25 was triggered when backup battery loaded voltage loaded was less than 3.5v for four consecutive hours. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the insulin pump was monitored and functioned properly. The operating currents are within specifications and passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had cracked keypad overlay at the select button, minor scratched lcd window, case and keypad overlay.